Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating that battery indicator signifying that it the time is approaching for device replacement, the battery voltage equaled 2.6395 which was not elective replacement indicator (eri). Review of the battery curve revealed no anomalies.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) showed unexpected early elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).